Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: list questions. Please explain the event 'surgeon claims to have ruptured nodes. Did the suture break during suturing (actual use on patient)? If no, when during the procedure the issue occur? How was case completed? Any adverse patient consequences and what medical/surgical intervention was provided to manage them? Device return status.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and a suture was used. During surgery, it was found that the nodes were ruptured. The procedure was completed with a replacement device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: folders with re-parked needles/sutures pieces of product code of product code 1111t, lot ak8044 were received for analysis. During the visual inspection of needles/sutures pieces, the swage and attachment area were noted to be as expected. The sutures pieces were examined along of strands and the ends were noted cut that appears to be by the use of a surgical instrument. In addition, a functional test was performed, and the tensile force results met the requirements. An empty opened box and nineteen unopened samples of product code of product code 1111t, lot ak8044 were received for analysis. During the visual inspection of thirteen unopened samples, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force results met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-78700 and 2210968-2019-78701. Analysis results have been included in follow-up reports for each.